Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Health care professional reported right-side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Health care professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge and brown biological tissue inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Health care professional reported right-side deflation. The device has been explanted.